Event description:
It was reported that the pump stopped all insulin delivery. There was no patient involvement, as the pump was not being used on the customer at the time of the reported event.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.